Event description:
It was reported that the user experienced recurrent low blood glucose, with values described as 70 mg/dl followed by 52 mg/dl and then 58 mg/dl with an upward trend after treatment with cranberry juice. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no hospitalization. Troubleshooting and education were provided during the call. Investigation included a review of the event details with the user and caregiver. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.